Event description:
The account reported the side rail is broken and pieces are missing. No patient injury reported.

Manufacturer narrative:
The technician found the head right side rail is not latching due to the latch cover being deformed and preventing the side rail from lifting and latching. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. The technician reshaped and repaired the head right side rail latch cover to resolve the issue. Based on this information, no further action is required.